Event description:
It was reported the pt presented to the ER where the ICD demonstrated inappropriate sensing of ICD lead and ICD firing. We have no information to suggest the lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the pt presented to the ER where the ICD demonstrated inappropriate sensing of ICD lead and ICD firing. We have no information to suggest the lead was replaced. No further patient complications have been reported as a result of this event. A call was received through technical services reporting device monitoring shows oversensing, high thresholds suggestive of lead fracture. Lead replacement is recommended.